Event description:
It was reported that the patient experienced an enterococcus bacteremia infection and endocarditls. The lead and ice were explanted on (B)(6) 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).